Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center goes to a green screen. The issue was found during an unspecified procedure. The procedure was completed using the same device. There were no reports of patient harm. This report is related to the following linked patient identifiers: (B)(6).